Event description:
"Ntaneous case" was reported by a lawyer and describes the occurrence of pelvic pain ("severe and permanent pain") in an adult female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (major surgery). At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and permanent pain") in an adult female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (major surgery). At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Most recent follow-up information incorporated above includes: on 27-nov-2018: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain \ pelvis pain") and ovarian cyst ("left ovarian cyst") in a 26-year-old female patient who had essure (batch no. 844600) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included appendectomy and pap smear abnormal. Concurrent conditions included unilateral renal agenesis, irregular menstruation, left lower quadrant pain, corpus luteum cyst, nabothian cyst, follicular cyst of ovary and paratubal cyst. Concomitant products included alprazolam (xanax) for anxiety, codeine phosphate;paracetamol (tylenol with codeine no.3) for migraine, headache, dysmenorrhea and pelvic pain as well as hydrocodone, hydrocodone bitartrate;paracetamol (norco), ibuprofen (motrin), lidocaine, mepivacaine hydrochloride (carbocaine), nsaids and zolpidem tartrate (ambien). On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), mood altered ("hormonal changes describe: moodiness, irritability"), irritability ("hormonal changes describe: moodiness, irritability"), menorrhagia ("abnormal bleeding (vaginal,menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal,menorrhagia)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue") and was found to have weight decreased ("weight gain / loss specify which one: weight loss"). On an unknown date, the patient experienced ovarian cyst (seriousness criterion medically significant), abdominal pain lower ("lower abdomen pain"), anxiety ("mental anguish \anxiety"), anhedonia ("loss of enjoyment of life"), emotional distress ("humiliation"), general physical health deterioration ("degradation") and deformity ("disfigurement"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy. And oophorectomy (bilateral removal of ovaries), diagnostic laparoscopy with aspiration). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, ovarian cyst, mood altered, irritability, menorrhagia, urinary tract infection, bladder disorder, urinary tract disorder, migraine, headache, nausea, dysmenorrhoea, dyspareunia, fatigue, weight decreased, abdominal pain lower, anxiety, anhedonia, emotional distress, general physical health deterioration and deformity outcome was unknown and the vaginal haemorrhage and vaginal discharge had resolved. The reporter considered abdominal pain lower, anhedonia, anxiety, bladder disorder, deformity, dysmenorrhoea, dyspareunia, emotional distress, fatigue, general physical health deterioration, headache, irritability, menorrhagia, migraine, mood altered, nausea, ovarian cyst, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 77.11 kgs. ¿concerning the injuries reported in this case, the following ones were confirmed in patients medical record: migraine, pelvic pain, menorrhagia, dysmenorrhea, anxiety. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc. Incident: we received a lot number sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain \ pelvis pain") and ovarian cyst ("left ovarian cyst") in a 26-year-old female patient who had essure (batch no. 844600) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included appendectomy and pap smear abnormal. Concurrent conditions included unilateral renal agenesis, irregular menstruation, left lower quadrant pain, corpus luteum cyst, nabothian cyst, follicular cyst of ovary and paratubal cyst. Concomitant products included alprazolam (xanax) for anxiety, codeine phosphate;paracetamol (tylenol with codeine no.3) for migraine, headache, dysmenorrhea and pelvic pain as well as hydrocodone, hydrocodone bitartrate;paracetamol (norco), ibuprofen (motrin), lidocaine, mepivacaine hydrochloride (carbocaine), nsaids and zolpidem tartrate (ambien). On 13-jun-2011, the patient had essure inserted. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), mood altered ("hormonal changes describe: moodiness, irritability"), irritability ("hormonal changes describe: moodiness, irritability"), menorrhagia ("abnormal bleeding (vaginal,menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal,menorrhagia)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue") and was found to have weight decreased ("weight gain / loss specify which one: weight loss"). On an unknown date, the patient experienced ovarian cyst (seriousness criterion medically significant), abdominal pain lower ("lower abdomen pain"), anxiety ("mental anguish \anxiety"), anhedonia ("loss of enjoyment of life"), emotional distress ("humiliation"), general physical health deterioration ("degradation") and deformity ("disfigurement"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy. And oophorectomy (bilateral removal of ovaries), diagnostic laparoscopy with aspiration). Essure was removed on 24-aug-2018. At the time of the report, the pelvic pain, ovarian cyst, mood altered, irritability, menorrhagia, urinary tract infection, bladder disorder, urinary tract disorder, migraine, headache, nausea, dysmenorrhoea, dyspareunia, fatigue, weight decreased, abdominal pain lower, anxiety, anhedonia, emotional distress, general physical health deterioration and deformity outcome was unknown and the vaginal haemorrhage and vaginal discharge had resolved. The reporter considered abdominal pain lower, anhedonia, anxiety, bladder disorder, deformity, dysmenorrhoea, dyspareunia, emotional distress, fatigue, general physical health deterioration, headache, irritability, menorrhagia, migraine, mood altered, nausea, ovarian cyst, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 77.11 kgs. ¿concerning the injuries reported in this case, the following ones were confirmed in patients medical record: migraine, pelvic pain, menorrhagia, dysmenorrhea, anxiety. Most recent follow-up information incorporated above includes: on 14-mar-2019: pfs received: reporters were added. Lot no. Was added. Events-moodiness, irritability, abnormal vaginal bleeding,menorrhagia, urinary tract infection, bladder problems,urinary problems,migraines, headaches, nausea, dysmenorrhea (cramping),dyspareunia, ovarian cyst,pain, vaginal discharge, fatigue, weight loss, anxiety, loss of enjoyment of life, humiliation, degradation ,disfigurement were added. Outcomes- abnormal vaginal bleeding, vaginal discharge were added.concomitant conditions were added. Concomitant drugs were added. Treatment drugs were added. Lab test was added. Incident we received a lot number sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.